Event description:
The customer reported the sound from an external speaker was inaudible, very low volume. There was a patient involved in this incident. There was no report of harm to the patient or the user.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound any more from an external speaker. No death, serious injury or adverse event occurred or was reported as a result of this issue.